Event description:
It was reported that pump displayed malfunction alarm malf 7 with associated fault identifier, and issue occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump for malfunction, agreed to place affected pump into storage mode and return it using prepaid label, and continued using current pump until pump replacement was arranged with address confirmed and instructions provided to reprogram settings and reconnect continuous glucose monitor on replacement pump.